Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last two - three weeks they have been really been shaking a lot. The patient states that the tremor is mainly in their left hand. The patient states that when they went and saw their healthcare provider (hcp) about three months ago she turned the dbs therapy up in the left hand. The patient also stated that they cannot talk well dueto the parkinson's. The patient stated that they have an appointment with their hcp in three or four weeks. On the call pss had the patient confirm that their therapy was turned on via the handset , the patient also stated that the implantable neurostimulator (ins) battery level is at 75%. Pss advised the patient to follow up with hcp to further address symptoms. Additional information received from the consumer reported they have continued to experience the therapy issue. The patient added that their therapy turned off a few months ago when they weren't aware of it, noting that their "head started to go" and they had tremors in their arms. The patient said their wife was able to turn therapy back on. However, the patient said their parkinson's has still been really bad. The patient mentioned that there are certain times of day that their right arm will tremor as well. The patient also mentioned that their hcp turned therapy off at some point, and the patient's head was "really vibrating." It was unclear why the hcp turned the patient's therapy off, but the patient confirmed therapy was turned on at the time of the call. The patient also said their hcp "only turned it up a little bit." The patient added that they have tremor in their hands as well. Despite the therapy issue, the patient said dbs therapy has been life-saving for them. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned relevant medical history which included that they "didn't do well" with the ins surgery (the patient did not specify which ins surgery they were referring to). Agent asked the patient to clarify, and they explained that there was no complication with the surgery; they just meant that the hospital decided to keep them another night or so to help with recovery due to their age.